Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported issue. Booted the device, the screen displayed proximal pressure line disconnect, checked the proximal pressure line and found that the proximal pressure line was broken. Reconnected the pressure and the problem was resolved. The unit successfully passed the required performance verification test.

Event description:
The customer reported end pressure disconnect. The device cannot measure the proximal pressure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.